Manufacturer narrative:
This medwatch is for inform meter 1 ((B)(4)). Reference medwatch with (B)(4) for inform meter 2.

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. A 2.5x16mm taxus liberte' stent was prepped in the normal fashion. During insertion of the device a kink was noted in the mid shaft and straightened. When the device was advancing through the toughy outside the patient, the shaft fractured at the location of the kink. The procedure was completed with another taxus liberte' stent. No patient complications were reported. Patient status is listed as fine.

Event description:
Caller states that a patient received the following results on two inform meters with comfort curve strips within 10 minutes: hi (greater than 600 mg/dl) (meter 1) 120 mg/dl (meter 2) caller states that the nurse then took the two meters and tested on herself. She obtained the following results on two inform meters with comfort curve strips within 10 minutes: 300 mg/dl (meter 1) 100 mg/dl (meter 2) no actions taken based on device results. No adverse event reported for the patient nor for the caller. Requested return of suspect device and replacement was sent.